Manufacturer narrative:
The reported events of high pacing lead impedance, loss of capture, and decreased ventricular sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high pacing lead impedance, loss of capture, and decreased ventricular sensing were noted on the right ventricular (rv) lead. Multiple lead repositioning were conducted but were all unsuccessful. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.